Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis procedure, the stomach was stapled with a sureform 60 stapler instrument loaded with a green sureform 60 stapler reload. No abnormalities were noted while the system was in use; however, upon pulling the conduit to the neck for a 3-port esophagectomy, a gaping hole in the conduit was found. The instrument appeared to be fine, and it fired normally. There were three surgeons watching the procedure, and nobody recognized any issues while they were creating the gastric conduit. The area of the leak was from the second-to-last firing that was done on the abdominal side; there was one last firing after that. The chest portion of the procedure had been completed as the first step. The surgical team noticed nothing abnormal. When they pulled the conduit to the neck, it had a nice healthy length. They noticed the presence of some gastric content right away, and they could see that the entire length of the second-to-last firing was open; they saw no evidence of any staples. The surgeon hand-sewed the area shut. There were no bleeding issues, and there was no unplanned tissue removal as a result of this issue. The procedure was for end-stage achalasia; the patient had not undergone any chemotherapy or radiation treatments. There was no tissue tension or bunching, and there were no obstructions, such as staples or clips, between the instrument jaws. The patient was discharged home, with no postoperative issues. The patient did not have any comorbidities.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the advanced instrument log for the instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show that the instrument was installed on the system 10 times, and it fired 6 reloads (1 white, followed by 5 green). On installs 1-3, 5, 9, and 10, all clamps were successful, and the firings were each completed with no pauses for compression. On install 4, 6, 7, and 8, no clamping or firing was attempted. Lack of firing on these installs led to the user manually selecting the reload color on installs 5, 7, 8, and 9. The instrument was then removed, and it was not used again in the procedure. There were no stapler related errors in the system logs.